Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where it was reported that the primary line cracked and leaked after one hour of infusion. The event occurred during infusion of 5fu. No hole, cut, tears or any other defects noted. Leaks was noted at the primary line cracked. There was no spillage and no drug exposure to patient or staff. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition. The tubing was replaced and therapy resumed. The products were stored in the air-conditioned room in the hospital and was not exposed in extreme temperature condition.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. E1- (B)(6) reporter phone extension (B)(6). Additional reporter information: (B)(6).